Manufacturer narrative:
The first zoom 71 used in the procedure was returned for investigation. Review of the zoom 71 noted damage which suggests an axial force was applied during the procedure, resulting in stretching, twisting and kinking of shaft materials. The distal marker band tip of the device was found to be ovalized and deformed. The manufacturing records for zoom 71 were reviewed and demonstrated that the product met all the design and manufacturing specifications. Based on the review of the returned zoom 71, the exact root cause for the perforation, hemorrhage and death cannot be confirmed. There was no indication that the zoom 71 had a direct cause of the reported adverse events. Complaint information noted that the damage observed on the zoom 71 was attributed to tortuous anatomy and that the damage did not affect the outcome of the procedure. As multiple devices were involved in the reported event, a related MDR was submitted for the same patient and incident under reference number: 3014590708-2026-00006.

Event description:
Thrombectomy was performed for an m1 stroke. The physician utilized a third-party wire, zoom sim and zoom 88. The 88 remained low in the cervical ica while a zoom 71, third-party microcatheter and third-party neuro wire were advanced to the clot. Manual aspiration was performed with a syringe through zoom 71 when the physician felt resistance and slipping of the zoom 88 and the physician lost access. Physician removed everything including the zoom 88. He went back up with a third-party access catheter and a new zoom 71 and was able to open the m1 successfully. There were distal blockages that he attempted to reach with a zoom 55 unsuccessfully, at which point the procedure was stopped. Post procedure, it was noticed that the zoom 88 was kinked mid-shaft and the original zoom 71 was kinked near the distal tip. The kinks on the zoom catheters were attributed to the patient's tortuous anatomy and did not affect the outcome of the procedure. The third-party femoral sheath was also kinked at the groin access site. Post procedure, an intercranial perforation was identified. Additionally, post procedure a rle (right lower extremity) ischemia was noted, and a head CT was performed which confirmed a large 8-9mm parenchymal hemorrhage with ivh (intraventricular hemorrhage) and sah (subarachnoid hemorrhage). The physician did not specify a cause for the perforation and no intervention was performed to treat the perforation. Patient death occurred on (B)(6) 2025 and cause of death is unknown.